Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that this morning customer detected movement in hall sensor counts on insulin pump. The customer¿s blood glucose level was unknown. Troubleshoot was performed for hall sensor counts on insulin pump and pump was passed the test. Later customer mother called and stated that movement in hall sensor counts on insulin pump was received again. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error was noted. The motor was tested outside the device and passed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.